Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without prior low battery alert. The customer's blood glucose was 156 mg/dl at the time of incident. Troubleshooting was completed; however, the absence of low battery alert was not resolved. The insulin pump was returned for analysis.